Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® ctad blood collection tubes had underfill and the stopper popped out. This was discovered during use. The following information was provided by the initial reporter: here is a complaint on ctad tubes. On november 15, blue citrated tube filled, but unable to fully fill, when placed in the bag, the cap "explodes" with pressure.

Event description:
It was reported that bd vacutainer® ctad blood collection tubes had underfill and the stopper popped out. This was discovered during use. The following information was provided by the initial reporter: here is a complaint on ctad tubes. On november 15, blue citrated tube filled, but unable to fully fill, when placed in the bag, the cap "explodes" with pressure.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill or stopper pop off as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.